Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation; however, the delivery system shaft was fractured upon advancing. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. Microscopic examination and tactile inspection revealed a shaft break 71.5cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous kinks in the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation; however, the delivery system shaft was fractured upon advancing. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation; however, the delivery system shaft was fractured upon advancing. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.